Manufacturer narrative:
The device was received with corrosion on the pcb and battery stack. Due to the presence of corrosion, a leak test was performed. A hole was found on the unexposed portion of the soft cannula. When the fluid path was manually occluded, fluid was observed to be leaking through the hole on the unexposed portion of the soft cannula. This hole caused fluid to accumulate inside the device and resulted in the observed corrosion on the pcb and battery stack, low battery voltages, and data loss. Multiple attempts were performed to obtain the device data, including using an external power supply, but data could not be retrieved. Due to the inability to retrieve the data, the reported event could not be determined.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient also reported that they received a pod error and was bleeding at the site.